Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09oct2020.

Event description:
It was reported to philips that the device had a battery failed alarm. The device was not in use at the time of the event. This issue occurred during testing. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance and confirmed the reported issue. No repairs were completed by the asp as the customer found a third party provider to repair the device. No parts were replaced by an philips authorized service provider.